Manufacturer narrative:
The g-probe and laser console were returned at the due date of the MDR (30 days after awareness of the event). Therefore, the investigation has just started and nothing of significance has been completed at the time of this report.

Event description:
(B)(6) medical center reported that while attempting transscleral cyclophotocoagulation with an iridex g-probe, a large conjunctival/scleral burn (x 2) was observed, even after titrating down power. When the probe was switched, no more burn occurred (even at higher settings).